Event description:
It was reported post ptca and stent placement, a femoral angiogram revealed the right femoral artery was free of disease and greater than 5mm in diameter. An 8f angio-seal device was insert used to seal the arteriotomy puncture site; however, hemostasis was not obtained. Manual pressure was applied, a d-stat patch and a femostop were applied. Hemostatis was obtained. The pt was discharged 24 hours later with positive pedal pulses; however within a two week period the pt complained of intermittant claudicatin of the right leg. In 2004 the pt presented in the e.r. With severe lower leg pain. A femoral angiogram 3 days later revealed an occlusion at the tibial peroneal junction. Vascular surgery was performed in 2004. The surgical report stated that a percutaneous vascular closure device was excised from the tibial peroneal junction. The description stated the closure device consisted of suture embedded in thrombus with apparent closure material attached to the suture. The pt was discharged home 9 days later and the pathology report is pending. Additional info was received 8 days later the form of five paper print radiographic images of the right femoral artery and lower extremity runoff. They are from the examination performed 17 days ago. Run #3 demonstrates no occlusive areas and good flow in the right external iliac, femoral and bifurcation into the profunda femoris and superficial femoral arteries. Run #7, which had three prints in two different views, were of the right popliteal, anterior tibial and peroneal arteries. An occlusive process at the right tibial peroneal junction was noted prior to the bifurcation of the peroneal and posterior tibial arteries. In run #8 the reconstituted blood flow up the peroneal artery is gone. It is uncertain if this occlusion is a spiral dissection, thrombus formation or migrated angio-seal components.